Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracoscopic procedure, the trocar broke into a few pieces and fell into the patient's cavity, and a portion was unable to be identified. The surgical time was extended for more than 30 minutes looking for piece of trocar.